Event description:
It was reported a loss of therapeutic effect. The patient stated she has some urinary incontinence and a urinary tract infection. The patient indicated she is uncertain if the internal neurostimulator (ins), that it had not worked for 2 months and she has had some leakage. The patient made arrangements to have ins checked by her health care professional. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient was hospitalized for urinary tract infection. On (B)(6) 2012, the patient seen in office post discharge from hospital for impedance check and programming was checked, no abnormal impedance found. The patient's symptoms were: increased urinary incontinence and no sensation of stimulation. The patient was discharged after treatment with office follow up and telephone call for sensation increased efficacy.

Manufacturer narrative:
Product ID 3093-28 lot# v754204 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).